Manufacturer narrative:
Block h6 device code a150103 is being used to capture the reportable event of band prematurely deployed. Block h11; investigation result: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that the device was returned without any bands. The trip wire was not secured into the handle slot and it was not pulled up to take up rest of slack. Additionally, the bands were returned in a bag, and the ligator head had several teeth damaged. The reported event of bands premature deployment cannot be confirmed. Due to lack of evidence and without proper evaluation of the device, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroesophageal reflux procedure for reflux in the stomach procedure performed on (B)(6) 2025. During the procedure, the physician reported the band prematurely deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h2 additional information: block b5 (describe event or problem) procedure date update. Block h6 device code a150103 is being used to capture the reportable event of band prematurely deployed. Block h11; investigation result: the returned speedband superview super 7 was analyzed, and it was found during visual inspection that the device was returned without any bands. The trip wire was not secured into the handle slot and it was not pulled up to take up rest of slack. Additionally, the bands were returned in a bag, and the ligator head had several teeth damaged. The reported event of bands premature deployment cannot be confirmed. Due to lack of evidence and without proper evaluation of the device, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroesophageal reflux procedure for reflux in the stomach procedure performed on (B)(6) 2025. During the procedure, the physician reported the band prematurely deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: device code a150103 is being used to capture the reportable event of band prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastroesophageal reflux procedure for reflux in the stomach procedure performed on (B)(6) 2025. During the procedure, the physician reported the band prematurely deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.